Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was implanted at 6-8 mm deep. Moderate to severe paravalvular leak (pvl) was noted. A second valve was implanted valve in valve and the pvl decreased to trace. No adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or the presence of pre-existing patient conditions. In this case, the pvl was most likely the result of the too low positioning of the valve. Per the instructions for use (IFU), the bioprosthesis should be placed so that the skirt is within the aortic annulus (approximately 4 mm to 6 mm below the annulus). The event description does not indicate a potential manufacturing issue. A second valve was implanted valve-in-valve and the pvl decreased to trace. A trace/mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.